Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver observed dexcom g7 sensor readings indicating low glucose while the ilet was in use, provided oral carbohydrates including candy and juice, noted a transient rise to 78 mg/dl followed by recurrent low readings, and planned to replace the cgm sensor; a confirmatory fingerstick was not available. Symptoms included suspected hypoglycemia. Outcomes included no reported injury, no medical intervention beyond oral glucose, and no hospitalization. Investigation included troubleshooting and education with guidance to replace the cgm sensor and to use oral glucose for low readings. Investigation of this case revealed no device malfunction identified and an unclear cause, with potential contribution from inaccurate or delayed cgm readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.